Event description:
It was reported that: "50-year-old patient treated in the autosomal polycystic kidney disease dominant with history of nephrectomy right. Very large left kidney responsible for abdominal symptomatology. During proximal artery embolization left kidney using three coils: one coil prestige 6x20 and two concerto 6x20 coils, the coil prestige came off spontaneously in the renal artery and a small overflow is observed from it to the ostium." 02aug2022, customer provided additional information - "it was noted that the implant detached in the renal artery from the delivery pusher. After the implant detached, did it need to be retrieved? If so, how was it retrieved? If it did not need to be retrieved, how was the implant navigated to the treatment site? The implant was not removed. The implant was already in the treatment area when it detached. However, on angiographic imaging, the surgeon noted a small overhang of the prestige coil at the ostium of the renal artery on the aorta. It is mentioned that "no consequences, good occlusion of the left renal artery". Can you confirm that there was no patient injury as a result of the event? Yes, there was no patient injury as a result of the event."

Manufacturer narrative:
Balt USA (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. It was reported that "no consequences, good occlusion of the left renal artery. " based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f211200041 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.